Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was intended to be used to treat a lesion. It was reported that the stent dislodged from the delivery system. The stent was introduced twice. It was first removed due to failure to cross the lesion. Then it dislodged from the delivery system. A snare kit was used to retrieve the stent.